Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(4) 2013 cardiohelp unit was returned to (B)(4) in (B)(4) for repair. On (B)(4) 2013 - cardiohelp sensor panel with defective capacitor was retrofitted with new sensor panel (serial number (B)(4)). (B)(4).

Event description:
On (B)(6) 2013, per support complaint 1003, cardiohelp unit (article number 701048012; serial number (B)(4)) at university hospital, (B)(6), had a dark console display when unit was started. (B)(4).